Event description:
During a procedure, the surgeon inserted the device into a joint and the distal tip broke off the device and was lost in the patient. The surgeon was unable to locate the tip.

Manufacturer narrative:
The broken device was received from the customer and confirmed to have a broken tip and a severely bent shaft, indicating excessive force applied by the instrument. The shafts for these devices are very flexible and return to their initial state. Suretek was unable to produce forces necessary to duplicate the observed bend in the shaft.